Event description:
After contacting idtf, protime patient self tester with therapeutic range of 3.0 - 4.0 inr reported following to itc: in 2009, protime inr 3.2 compared to unspecified lab system inr 4.1. The next day, protime inr 3.5 compared to unspecified to lab system inr 4.0. On the following day, protime inr 3.3 compared to unspecified lab system inr 4.6. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
Manufacturer evaluation / investigation currently in process.